Manufacturer narrative:
Block b3: the date of the event was approximated to 9/1/2023 based on the date the manufacturer became aware of the event. Block h2: additional information received on october 12, 2023: block b5 (describe event or problem), block d4 (lot number), and (block h6 (device codes) block h6 has been updated based on additional information received on october 12, 2023. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the device remained stuck on the catheter and did not deploy when closed. The procedure was completed at this time. There were no patient complications reported as a result of this event. Additional information received on october 12,2023: the only problem was the clip would not lock onto the tissue and that is why it did not deploy.

Manufacturer narrative:
Block b3: the date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the device remained stuck on the catheter and did not deploy when closed. The procedure was completed at this time. There were no patient complications reported as a result of this event.